Manufacturer narrative:
Pd-cannula asembly -(separation, break) - based on the clinical details and photo provided of the torn cannula and kinked introdcuer, the cause of the pd-cannula assembly - (separation, break) is a material fracture of the cannula likely due to the patients condition of tortuous vessels. Failure to advance: the cause of the failure to advance is most likely related to the patients condition as the pump was unable to be advanced further due to a kink in the sheath and cannula from the patients tortuous vessels. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp there was a kink on the 14 fr introducer and when the physician tried to pull the impella the cannula broke. A second impella was implanted successfully. No patient harm was reported.